Event description:
Reportable based on device analysis completed on 13nov2024. It was reported that the coil could not be delivered into the patient's body. A 20mm x 40cm interlock-35 was selected for use in a percutaneous embolization of hemangioma. During the procedure, heparin saline was manually pushed, and the catheter was delivered into the patient's body. However, it was noted that the coil could not be delivered. It was withdrawn and reinserted, however it still could not be delivered. The catheter was discarded, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed the arm coil was detached.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, only the main coil was returned. Visual and microscopic inspection were performed. It was observed that the main coil was bent and stretched at the coil arm and primary coil section, moreover the arm coil was detached. The functional inspection could not be performed due only the main coil was returned. Dimensional inspection of the main coil revealed the components were within specifications.